Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient underwent an attempted explant procedure that was unsuccessful as the physician was unable to implant a new lead due to a thrombosis in the patients superior vena cava. Upon reattempting explant, a new lead was placed and the chronic rv lead surgically abandoned. The chronic ICD was also explanted and replaced. The suspected lead fracture could not be confirmed via fluoroscopy or visually during the revision procedure. It was further noted that an episode was stored to the device exhibiting noise and oversensing. No additional adverse patient effects were reported. This lead and device are no longer in service.

Event description:
Boston scientific received information that multiple high out-of-range shocking impedance measurements were observed on this implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. It was reported that all other measurements were within range. A lead fracture was suspected and the physician was planning to replace the lead on an unspecified date. Boston scientific technical services (ts) also reviewed the submitted patient data and noted that the shock impedance have been gradually increasing since about six months ago. Ts discussed the potential causes and suggested measures to evaluate the system. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No device characteristics were identified during analysis that would cause or contribute to the reported clinical observations.